Event description:
It was reported that the patient had a heart attack last october. Since then, the patient had inappropriate shocks due to oversensing of noise via a change in the intrinsic morphology and amplitudes. Technical services reviewed the electrograms and suggested some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had a heart attack last october. Since then, the patient had inappropriate shocks due to oversensing of noise via a change in the intrinsic morphology and amplitudes. Technical services reviewed the electrograms and suggested some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Also, the setscrew marks were noted in the wrong location on the terminal pin. The marks were located at or near the end of the terminal pin. This is indicative of improper insertion of the electrode's terminal pin into the device header. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis findings point to improper insertion of the terminal into the device header, which would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had a heart attack last october. Since then, the patient had inappropriate shocks due to oversensing of noise via a change in the intrinsic morphology and amplitudes. Technical services reviewed the electrograms and suggested some testing options. There were no additional adverse patient effects. The system remains implanted.